Event description:
A needle on one syringe was not beveled (pointed). Some of the rubber stoppers inside the syringes are flat, while the majority of them are pointed. The patient could not use the syringe that was not beveled because of the added undue pain and was not sure where to measure the insulin due to the inconsistency of the rubber stoppers.